Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right atrial leadless pacemaker battery longevity was unavailable. No changes or interventions were made. The patient was stable throughout.